Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018 a reporter contacted animas alleging that the pump was overheating. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings during investigation, the black box verified the vp and vm were steady with no sudden drop at the time of the temperature event on (B)(4) 2018. The pump powered with the returned battery cap; the battery cap was able to fully tighten. There were no battery compartment cracks observed; no evidence of moisture inside battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with power loss duplicated. The pump's electrical current draws were within spec. The pump case was removed and there was no evidence of moisture or loose components inside pump. Power flex and power components were inspected with no defects found. There was no damage observed to power circuit and no evidence of pump overheating duplicated during investigation. A battery was not returned with the pump.